Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: d4. Medical device lot #: 2025622. D4. Medical device expiration date: 31-dec-2024. H4. Device manufacture date: 01-feb-2022. D4. Medical device lot #: 3033954. D4. Medical device expiration date: 31-jan-2026. H4. Device manufacture date:09-feb-2023.

Event description:
It was reported that several bd insyte¿ autoguard¿ IV catheter needle would not retract. The following information was provided by the initial reporter: problem: 1. Bd insyte autoguards' needle may fail to retract into the safety sheath. 2. Staff may be exposed to bloodborne pathogens while trying to activate the safety mechanism or while disposing the needle. Background: 1. Two ecri member healthcare organizations report that several bd insyte autoguards failed to retract the needle. The 20 x 1.16 g had one lot but the 22 g x 1 two lots were reported. 2. The facility removed the lots from service and contacted bd. 3. Another related problem also reported is that the autoguards sheath activate prematurely. 4. Ecri encourages facilities, when possible, to save failed devices for return to manufacturers for failure analysis.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
It was reported that several bd insyte¿ autoguard¿ IV catheter needle would not retract. The following information was provided by the initial reporter: problem: 1. Bd insyte autoguards' needle may fail to retract into the safety sheath. 2. Staff may be exposed to bloodborne pathogens while trying to activate the safety mechanism or while disposing the needle. Background: 1. Two ecri member healthcare organizations report that several bd insyte autoguards failed to retract the needle. The 20 x 1.16 g had one lot but the 22 g x 1 two lots were reported. 2. The facility removed the lots from service and contacted bd. 3. Another related problem also reported is that the autoguards sheath activate prematurely. 4. Ecri encourages facilities, when possible, to save failed devices for return to manufacturers for failure analysis.